Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "black cable plastic covering has a hole in it where you can see exposed wires". Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on 11-feb-2021 on system sk1257. The fbf has 3 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the black cable plastic covering had a hole in it where the customer could see the exposed wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to reprocessing and the instrument was noted to have been used during a procedure prior to the issue being identified in central processing. No additional information was obtained.